Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned severed in two segments at 12.5 cm from terminal pin. The extracting stylet was stuck inside the distal segment. A thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a device interrogation when the patient was in the emergency room, the right ventricular (rv) lead was noted to have loss of capture. An x-ray noted the lead to appear dislodged. Upon opening of the pocket the lead was found to be high and near the valve. High defibrillation thresholds (dfts) were also seen. Subsequently the lead was explanted and returned for analysis.